Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The tenaculum forceps instrument was analyzed and found to have a broken pitch cable at the distal end, causing non-intuitive motion. There were no missing pieces and both cable crimps present. Additionally, the instrument bearings corroded on axis five, six, and seven at the proximal end. The input disk bearings at the grips exhibited orange discoloration. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the wires snapped on the tenaculum forceps instrument. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the tenaculum forceps instrument was inspected prior to use with no damage noted. The wire damage is not related to the inability to move the instrument. The surgeon's movement did scale appropriately to the instrument. The tenaculum forceps instrument did move in the intended direction. There was no shakiness and no instrument or arm-to-arm interference. The tenaculum forceps did not have external collisions. A backup instrument was used to resolve the issue.